Manufacturer narrative:
Original MDR 1226181-2016-00469 was filed 09-30-2016. Because patient identifier number is now available. (B)(6) ID added. (B)(4). Siemens headquarters support center (hsc) has reviewed the available information for the complaint investigation alleging an erroneous patient result obtained while processing the dimension methotrexate (xmtx) assay. No instrument chemdata was able to be provided for this incident nor were any details available regarding the pre-analytical specimen handling for this particular sample. The user defined method configuration was also not available for assessment to ensure proper assay setup. However, it was verified that the customer chooses to have the methotrexate assay range set to 0.3-2.00 umol/l. The high limit was not in accordance with the validated method parameters.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed mtx result is related to instrument maintenance which was overdue. The issue was resolved by maintenance operations including optical windows cleaning and instrument decontamination with microclean. The resolution was confirmed with the higher results for the patient sample. The MDR will be updated with results of the further siemens headquarters support center evaluation.

Event description:
A discrepant low methotrexate (mtx) result was obtained on a patient sample on the dimension exl instrument. The result was not released to the physician. The sample was repeated and a higher result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant low mtx result. There was no report of adverse health consequences as a result of the discrepant low mtx result.